Manufacturer narrative:
G4: 23mar2020 b4: (B)(6)2020. Touchscreen assembly was received to failure investigation for evaluation. The ul_lr and ur_ll resistance were out of specification. Fault were found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 201920. Date of report: 12/12/2019.

Event description:
The customer reported a touch screen failure. There was no patient/user involvement. The fse (field service engineer) evaluated the device and confirmed the reported issue. The service technician replaced the touch screen. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved.